Manufacturer narrative:
The device and photo were received for evaluation. The photo investigation and the visual inspection by naked eye of the product revealed a hair like black particulate matter clamped between the header cap and the o-ring sealing. The reported failure could be confirmed. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of a polyflux 17l dialyzer, a particulate matter "hair like" was observed inside the cap. There was no patient involvement. No additional information is available.